Event description:
Related manufacturer reference number: 2017865-2023-23299. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular and atrial leads were sensing noise. Programming changes were implemented. The patient was in stable condition.